Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that draw volume issues occurred during use with a bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes. The following information was provided by the initial reporter, "so far I have had at least a dozen or more from the package that are not filling. There doesn't seem to be a vacuum in the ones that wouldn't fill."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that draw volume issues occurred during use with a bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes. The following information was provided by the initial reporter, "so far I have had at least a dozen or more from the package that are not filling. There doesn't seem to be a vacuum in the ones that wouldn't fill.".